Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief, pain and swelling. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.